Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that his ih-1000 instrument suddenly shut off and no light was showing on the ups power supply. Our field service engineer inspected the instrument and upon closer inspection, noticed a burning smell coming from the ups. The burning smell dissolved as soon as the instrument was unplugged. No user or customer was harmed or injured. The field service engineer replaced the instrument's power supply (ups). He performed post-service verification in order to validate that the instrument was functioning within manufacturer's specifications. The instrument has been validated to be in working conditions and no incidents have been reported by the customer since.